Event description:
A patient contacted baxter's technical service center regarding wanting to drain, which occurred on the homechoice pro (hcp) during use during dwell 1 of 4. The patient explained that she used a manual bag that day and filled with 2500ml. The patient stated she then got on the machine and the initial drain was only 211ml. The hcp went to fill 1 and filled the patient with 2500ml. The technical service representative (tsr) assisted the patient with performing a manual drain. The manual drain volume equaled 4982ml. This complaint met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr reviewed the initial drain alarm and it was set to 0ml. The tsr assisted the patient with ending therapy and informed the patient to use manual bags. The tsr advised the patient to contact her registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported iipv. The rn stated she was aware of the event and that the clinic's baxter representative had visited the clinic and the issue was addressed. There was no patient injury or medical intervention reported. The rn did state that the patient was no longer performing automated peritoneal dialysis (apd), but rather would be performing continuous ambulatory peritoneal dialysis (capd). No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. Baxter also received and evaluated one concomitant cassette sample in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not duplicated during concomitant medical product evaluation. This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain, due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.